Event description:
It was reported that patient had ¿nodules¿ in their back when they first got this pump and that they had found the catheter to be ¿broken or something¿ and that they had to go in and fix the catheter. Reporter didn¿t know if the catheter was revised or replaced. In regards to the pump, it was stated the pump was later replaced as it was at the end of life and it had nothing to do with any issues with the catheter or the nodules; they had fixed the catheter first. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: catheter model: 8709, lot# j10815r08, implanted: (B)(6) 2002. Explanted: unk. (B)(4).